Event description:
A second natus/olympus smart scale 70 within two months, who's ac adapter clip broke off. While this is caused by user error (moving scale before disconnecting) it is poorly made and should not break so easy!